Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The provider reported the following on their patient: hello, the office reached out letting me know that this patient is experiencing swollen lips after inserting her first trays yesterday.